Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy,salpingectomy, oophorectomy,cystoscopy). Essure was removed. At the time of the report, the abdominal pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: operative procedure: 1: hysterectomy total robotic sie. 2: salpingectomy robotic sie w/ removal of essure devices. 3: oophorectomy robotic sie. 4: cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 05-nov-2020: uterus, cervix, hysterectomy: - nabothian cysts, scattered small. Uterus, endometrium, hysterectomy: - inactive pattern. Uterus, myometrium, hysterectomy: - no pathologic diagnosis. Ovary, right, oophorectomy: - no pathologic diagnosis. Fallopian tubes, left and right, bilateral salpingectomies: - contraception devices present, bilateral. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abdominal pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, salpingectomy, oophorectomy, cystoscopy). Essure was removed. At the time of the report, the abdominal pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: operative procedure, hysterectomy total robotic sie, salpingectomy robotic sie w/ removal of essure devices, oophorectomy robotic sie, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: uterus, cervix, hysterectomy: nabothian cysts, scattered small. Uterus, endometrium, hysterectomy: inactive pattern. Uterus, myometrium, hysterectomy. No pathologic diagnosis. Ovary, right, oophorectomy: no pathologic diagnosis. Fallopian tubes, left and right, bilateral salpingectomies: contraception devices present, bilateral. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abdominal pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.